Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device was previously serviced for the reported condition. Previous service on (B)(6) 2010 was for "damaged battery." The batteries and battery harness was replaced. During previous service on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010, the batteries and battery harness were replaced. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during on-site product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.